Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient stated the tube had become detached from the pump during the night, resulting in a period without medication delivery. She did not mention experiencing any symptoms but was unable to specify the exact duration of the disconnection. No further information available.